Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was duplicated and the analog board and ac charger were replaced to remedy the report. The device was recertified and returned to the customer. The ac charger board and analog board were returned to zoll medical chelmsford. Testing of the ac charger was unable to duplicate the report. The customer's report was duplicated and attributed to a faulty fuse on the analog board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "check pads" and "defib pad short" messages. Complainant indicated that there was no patient involvement in the reported malfunction.